Manufacturer narrative:
(B)(4). Medical devices: 00620005822 shell porous with cluster holes 58 mm o.d. 61350537; 00631005832 liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell 60871880; 00625006535 bone screw selftapping 6.5 mm dia. 35 mm length 61371960 ; 00801803202 femoral head sterile product do not resterilize 12/14 taper 61366832; 00771301300 modular femoral stem press-fit plasma sprayed cementless size 13.5 61084442. Reported event was confirmed by review of the provided surgical notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0002648920-2017-00104, 0002648920-2017-00105, 0001822565-2017-01288, 0002648920-2017-00106, & 0001822565-2017-01290.

Event description:
It was reported patient underwent a revision procedure approximately fours years post-plantation due to pain and loosening. Medical records indicate days prior to the procedure, the patient experienced dislocation, during which pain and difficulty ambulating occurred. Revision operative report notes the patient was revised due to pain and loosening of the acetabular cup. Revision operative report further notes that during the procedure, migration and rotation of the acetabular cup, dislocation, fractured acetabular screw, periprosthetic acetabular osteolysis, corrosion between the head and neck junction, and dark bloody fluid. The acetabular cup and liner were noted to have been free floating within the acetabulum and the femoral head was articulating directly with the bony acetabulum. All components were removed and replaced. Attempts to obtain additional information have been made; however, no more is available.